Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 509811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" in (B)(6) 2007. The patient's previously administered products included for an unreported indication: mirena from 2003 to 2004. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraine/headache"). In (B)(6) 2007, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), rash ("rash/skin condition/allergic or hypersensitivity"), skin disorder ("rash/skin condition"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (sapingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, rash, skin disorder, vaginal infection, vaginal discharge and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain, rash, skin disorder, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bladder/urinary prob : yes. Most recent follow-up information incorporated above includes: on 23-mar-2020: plaintiff fact sheet received. Events " genital hemorrhage and device monitoring procedure not performed¿ was added. Patient demographics, historical drug and essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 509811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" in (B)(6) 2007. The patient's previously administered products included for an unreported indication: mirena from 2003 to 2004. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraine/headache"). In (B)(6) 2007, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), rash ("rash/skin condition/allergic or hypersensitivity"), skin disorder ("rash/skin condition"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (sapingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, rash, skin disorder, vaginal infection, vaginal discharge, migraine and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain, rash, skin disorder, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bladder/urinary prob : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge") and migraine ("migraine"). The patient was treated with surgery (sapingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, rash, skin disorder, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, migraine, pelvic pain, rash, skin disorder, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bladder/urinary prob: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. This case become incident. Reporter information added. Previously reported event injury were updated to pelvic pain, abdominal pain, dysmennorhea (cramping), back pain, vag. Infect., vag. Discharge, migraine, rash/skin condition. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.